Event description:
It was reported that during a laser ureteroscopy procedure, the laser fiber split in two inside the ureterorenoscope, and one of the sections of the fiber was expelled while the laser was switched on. The surgeon turned off the laser. The second section of the fiber was retrieved by the surgeon and removed from the patient. Patient/procedure outcome unknown.